Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and was transferred to complete a factory reset; an agent walked the user through the reset and assisted with setup on the ilet mobile app, with a reported blood glucose of 188 mg/dl at the time, and the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hyperglycemia without reported clinical signs, symptoms, or conditions beyond elevated blood glucose. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.